Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin pump was suspended. Her blood glucose level was 322 mg/dl while her sensor glucose level was at 50 mg/dl. Troubleshooting was performed. They declined troubleshooting for the high blood glucose. They will treat with a bolus after the call. The product will be replaced and returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.